Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. It is not known as to when the reported issue first occurred. However, the pt reported that he was "driving like a drunk man", was out of it, and was told that he was on the side of the highway with the door open at the time of concern. He also reported that these symptoms developed after the reported issue. The pt mentioned that he had obtained results of 355 mg/dl or 357 mg/dl on the subject meter, however, the actual result in the meter's memory was 366 mg/dl. As a result of the alleged high result, he took his insulin based on the sliding scale. The pt was admitted to the hospital, where his blood glucose level on the ER meter was 32 mg/dl. He was giving a glucagon injection. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. The pt did not have control solution within expiration date; therefore, a quality control check could not be performed. This complaint is being reported because the pt alleged that he took insulin based on the sliding scale and the alleged high result. He claimed that he later experienced symptoms and was admitted to the hospital with hypoglycemia and treated with glucagon injection. Replacement products were sent to the lay user/pt.